Event description:
Reportedly, during patient use, the ventilator screen went blank and could not be reset. Medical intervention was required to prevent serious patient injury. There were no negative or serious patient health consequences reported.

Manufacturer narrative:
(B)(4).